Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during intercourse') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), insomnia ("difficulty sleeping"), arthralgia ("joint pain"), visual acuity reduced ("loss of visual acuity"), dysphemia ("a period when stuttered ") and food allergy ("food allergies") and was found to have weight increased ("weight gain"). At the time of the report, the dyspareunia, abdominal pain upper, insomnia, weight increased, arthralgia, visual acuity reduced, dysphemia and food allergy outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, dyspareunia, dysphemia, food allergy, insomnia, visual acuity reduced and weight increased with essure. The reporter commented: since 2017 she has had onset of several health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-dec-2021. The most recent information was received on 30-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during intercourse') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), insomnia ("difficulty sleeping"), arthralgia ("joint pain"), visual acuity reduced ("loss of visual acuity"), dysphemia ("a period when stuttered ") and food allergy ("food allergies") and was found to have weight increased ("weight gain"). At the time of the report, the dyspareunia, abdominal pain upper, insomnia, weight increased, arthralgia, visual acuity reduced, dysphemia and food allergy outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, dyspareunia, dysphemia, food allergy, insomnia, visual acuity reduced and weight increased with essure. The reporter commented: since 2017 she has had onset of several health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.